Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The display was flashing white and black. The insulin pump was also beeping. The problem occurred when the customer was trying to calibrate. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the product for analysis.